Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of over 400 mg/dl and that the device may not be delivering insulin due to air bubbles being present in the infusion set tubing. Customer declined further troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).